Event description:
It was reported that the patient presented to the hospital experiencing acute respiratory distress. A fiber optic bronchoscopy was performed and a large lung mass was noted. After the patient was transferred to another the unit, the patient then coded and went into cardiac arrest. Resuscitation efforts were performed for over 40 minutes unsuccessfully and the patient deceased. It was confirmed that the patient had stage 4 lung cancer. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was noted to be ventricular tachycardia and ventricular fibrillation. No additional information was reported.